Manufacturer narrative:
The device was evaluated and the reported event was confirmed. Based on the results of the investigation, evaluation found/ detected kinked image sensor cable at bending section. Based on investigation, definitive root cause could not be identified. Probable cause : output signal wire was broken or had short circuit due to kinked image sensor cable . The image sensor cable may have been kinked by massive external stress from withdrawing while bending tube was bent, excessive twisting and bending, etc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the flex deflectable videoscope exhibited image noise and disappearing image during angulation. There was no patient involvement.